Event description:
Complainant stated a discoloration between eyebrows after initial application in 2003. Complainant also asserted the product manufacturer should be investigated, citing desire for "proper warnings" on the box.